Event description:
Device implanted 2004 and brachytherapy successfully delivered with a balloon inflation volume of 15 cc on the 11th day-to the 14th day. In about 1 month pt presented with subgaleal fluid collection that has not resolved. The site stated that the event was considered definitely related to the device. Additionally, the pt presented with the new onset seizures. The site stated that this event was considered unlikely related to the device.